Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 7l04826 and malfunction code for adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. As per complaint manufacturing investigation procedure work instructions (wi), it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed. Lot 7l04826 was manufactured on 24 november 2017, scd packaging line, with a total of (B)(4) units. Complaint investigator performed a batch record review on 28 september 2020, description aquacel scd drs 9x25cm (1x10pk) eur to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1257951 and manufacturing order 1374756. The batch record review supports that there were no discrepancies related to the issue reported. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was difficult to remove. The reporter described the dressing as having ¿too much elasticity (as if it was gum)¿. It was further reported that the patient experienced what appears to be dermatitis on the skin after removing the dressing. No additional information could be obtained. No photo was provided.